Event description:
Sterile sphere failed to track during a procedure. Another set of sterile spheres were used to complete the procedure. This event was communicated by medtronic navigation. Site/user disposed of device, did not record lot number and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user or other serious harm occurred.